Manufacturer narrative:
H11. Following the intervention of the livanova field service engineer, all device functional verification checks were successfully performed and passed, and the device was returned to service. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on investigation findings, the root cause of the event could not be definitively determined. The most likely explanation is that the event was triggered by an external disturbance such as an electromagnetic or electrical interference. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4.the unique identifier (UDI) number was not available. This information will be provided in a supplemental report if made available. H11: reportedly, when the cp5 panel turned off and on again, another non livanova monitor in the operating room exhibited the same behaviour. A field service engineer was dispatched at the customer facility, confirmed the issue and, to fix it, ferrite was applied on all the involved s5 hlm console cables, cp5 system included. In addition, the on/off switch button on the cp5 panel has been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, the cp5 panel as well as the pump stopped working. Subsequently, panel turned back on and the operator restarted the pump using the knob, completing the operation without any problems. The event occurred during procedure. There was no patient injury.